Manufacturer narrative:
Other: infection. Report source: country: (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced ¿pocket decubitus¿ and a ¿pocket infection¿ involving their device on (B)(6) 2011. It was noted that no surgical interventions were planned or performed and that the issue had resolved at the time of report; the patient¿s device remained implanted and in service at that time. It was ¿unknown¿ whether any external factors had caused or contributed to the issue and whether any troubleshooting or diagnostic testing was performed. It was noted the patient had a medical history of arteriosclerosis. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.